Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail did not work upon implantation inside the patient. No additional information has been provided.

Manufacturer narrative:
Additional data: b5, d9, h3, h6, h10. Device evaluation: the nail was returned to nuvasive for evaluation. A thorough visual inspection revealed no visible damage to the device. A review of device x-rays revealed no damage to the internal components. Functional testing was conducted and the device functioned as intended as it was able to be distracted and passed force testing. The root cause is unknown as the unit functioned as intended with no issues found.

Event description:
No additional information has been provided.